Event description:
It was reported that the patient received inappropriate high voltage therapy. Externalized conductors were noted. The hv functionality was programmed off. Lead extraction was discussed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.